Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The pump was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd display window, slightly stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 285 and 300 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump 48 hours from the hospitalization. The device is expected to be returned for analysis.